Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a clinic visit following delivery of a shock. The device was replaced. A lead inspection during the procedure did not reveal any lead irregularities.